Event description:
The user facility reported that the device overheated during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
It was determined after receiving further clarification from the product inspection that this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event.

Event description:
The user facility reported that the device overheated during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.